Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 1/24/2025.

Event description:
It was reported that a wire/needle/cannula was damaged or missing occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient's spouse reported that the patient experienced missing wire and needle after the sensor had been inserted in the arm. On (B)(6) 2025, the patient was presented to the dermatologist. An incision was made for removal and was closed with 2 sutures. There was no documentation of further medical evaluation or intervention. The patient was stable at the time of the report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).